Event description:
During a follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was suspected but it was not confirmed. No intervention was performed. The patient is stable with no consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.